Event description:
Failed leak test.

Manufacturer narrative:
B3: olympus detected this issue during device servicing, and there was no reported customer product complaint or allegation, therefore there is no information of customer reported date of event. Additional information will be provided once available. The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide correction to b5 field.

Event description:
During the device evaluation, it was observed that the ultrasonic gastrovideoscope had a cut on the pink probe and chipped adhesive on the lens. There was no patient involvement.